Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error on the insulin pump. The customer's blood glucose was 80 mg/dl. The customer stated that he tried to fill the reservoir and received a motor error. The customer also stated that when he put the last reservoir in, it did not click correctly. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The new information has been provided with this report.

Event description:
It was reported via phone that the customer stated the morning of the adverse event; the insulin pump screen went blank without warning. The customer then put in a new battery while he was connected to infusion set. The insulin pump came back to life as usual. The customer stated the insulin pump's behavior was unusual with the screen going blank and alarming motor error a week before. Customer decided to switch to the replacement insulin pump. He programmed the insulin pump with a new infusion set, when he starts becoming hypoglycemic. His sensor/transmitter was still attached and communicating with the insulin pump he disconnected from and later he looked back at the glucose data to see when he started going low. The customer's blood glucose was 80mg/dl.